Event description:
The following is based off a review of the patient's medical records provided to davol by the patient's attorney. On (B)(6) 2008, the patient underwent implant of a bard/davol flat mesh for repair of rectocele and cystocele. Five years later the patient was diagnosed with eroded mesh. The medical records note the patient had been evaluated for the eroded mesh on multiple occasions following implant, however, was not initially offered surgical repair options and later, the patient suffered ptsd from a "hit and run" which delayed treatment further. On 04/15/13, the patient underwent partial explant of the eroded davol flat mesh and implant of a non-bard/davol tvt midurethral sling. Per operative dictation "all visible mesh was removed."

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's legal fact sheet alleges the patient was treated for infection and extrusion of mesh. Extrusion of mesh is listed as a possible adverse reaction in the instructions-for-use. In regards to infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Of note, medical records did not find an allegation of infected mesh. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event, and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.